Manufacturer narrative:
The reagent lot number was 812051. The expiration date was requested, but not provided. The investigation is ongoing. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of questionable glucose hk gen.3 results with one patient sample tested on a cobas 8000 c702 module. The initial result was <0.11 mmol/l. The first repeat result was <0.11 mmol/l. The second repeat result was 6.89 mmol/l. The third repeat result was 6.85 mmol/l.

Manufacturer narrative:
Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The customer confirmed that the event was due to a patient sample-specific issue. A field service engineer (fse) completed a check of the system and confirmed that tests and the module are running within specifications. The investigation determined that the event was due to a patient sample-specific issue. The investigation did not identify a product problem.